Event description:
It was reported that pump exhibited a primary audible alarm post. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual inspection showed the top and bottom cases were in excellent condition with no visible contamination. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and interconnect board as preventive measure and performed self-test/occlusion test. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection.